Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.

Manufacturer narrative:
During the investigation by agfa, the root cause of the power cord damage issues is confirmed as rough or inappropriate use when the cable reel is pulled out and in. Previously the customer reported a power cord damage issue related to the cord being run over repeatedly or the tech pulling the unit from the outlet by the cord. If the user at stand-up position pulls out or in the cable very fast, the friction between cable and plastic cover could cause overheating or wear on the cable cover. January 2020, agfa has introduced an improved cable rolling mechanism for the power cord in service bulletin no. 120. A new system with rollers has been designed for the output window of the power cord reel. With this new system, the friction is reduced when the user tries to pull out the cable. For this reported event, the power cord was replaced. There are no further actions for this event. There has been no reported harm to patient or users for this event.

Event description:
Agfa received a notification from FDA of medwatch report # (B)(4) in which a customer in the us reported "x-ray tech reported after using x-ray machine port #5 on a patient, he noticed smoke coming from outlet in room after he plugged the x-ray unit. He decided to plug it into another outlet- that shared same line- but smoke still occurred. The engineer came and replaced part (power cord) two days later. This is the 2nd incident of electrical issue with the unit which happened prior on [date redacted]." Investigation is underway and a supplemental report will be provided.